Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the explanted devices were not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported by patient that she had a titanium screw implanted in (B)(6) 2015. Patient reported that the screw had bent and a revision surgery will be performed. Original surgery took place on (B)(6) 2015 and patient reported on (B)(6) 2016 that it was only over the last 4 months that she has been able to walk without crutches. Her pain increased to the point of patient needing to use crutches again. A CT scan was done. Per patient the CT views showed one of her screws was bent and another was rubbing on bone. Per patient the surgeon informed her that he cannot remove the bent screw due to possible further damage but surgeon planned to place another screw beside it for stability and plans to replace the one that is rubbing on her bone. Planned revision surgery was confirmed to have been performed on (B)(6) 2016. Sales rep reported that the screw which was thought to be bent was actually broken. Surgeon was able to remove one portion of the screw but the remaining portion was left in the patient. The screw which broke was the titanium screw, ar-8940-50. Surgeon also removed the original plate and screws and then reinserted those same stainless steel screws and the plate, which had no issues. Patient had necrosis of her "medicular" bone which caused the joint not to fuse properly. The portion of the broken screw that was retrieved was discarded by the facility.